Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm during bolus. The customer's blood glucose was 109mg/dl at the time of the incident. The customer reported that the patient was having multiple no delivery alarms with each set. The customer reported that the insulin exited and pump alarmed no delivery during 5.0 unit fixed prime. The customer had not tried all remedies. The self-test and displacement test passed. The customer still got no delivery on all 4 sets, even though no issues with the infusion sets were apparent. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime/compromised force sensor system and excessive no delivery test. No delivery alarm noted. Unit was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.